Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician verified the reported issue and found the pcb to be corroded which was causing the backlight on the lcd to go off but with legible display. The gearbox, the back case, the overlay, the sensor, the pcb, the flex and the battery were replaced. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the light on the screen is not working.